Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had needle break. Customer¿s blood glucose level was 144 mg/dl. Customer reports the sensor fractured while in the body. Customer reports the sensor was still in the body. Customer reports that they did receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.